Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the batch manufacturing records indicate ten packs were manufactured and accepted into final stock on (B)(6) 2016 with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Double pack box of simplex tobra arrived at hospital warehouse with very strong smell. Hospital called to request a replacement be sent. They were not going to open the outer box, which did not show anything leaking or any damage. They will dispose per hazardous materials instructions.